Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. Upon evaluation of the returned unit, the lock had both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted the index knob and lock needed new components added to replace worn internal parts. The unit needed to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. The reported complaint was confirmed. The index knob was unable to fully turn to the locked position. UDI # (B)(4).

Event description:
A customer reported that the locking knob of the a1059 mayfield modified skull clamp was very difficult to move into locked position. There was no known patient involvement or surgery delay.